Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on or about (B)(6) 2009 after the use of the product.

Manufacturer narrative:
This one event (cardiovascular) for the same patient involving three separate products; associated mdrs #2937457-2014-01212, 1225714-2014-05132 and 1225714-2014-05133.